Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, fatal error occurred on the data source. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system encountered fatal error on the data source. A technical support specialist advised the customer to reboot the device which resolved the issue. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.